Manufacturer narrative:
Concomitant medical product: 407652 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was suspected intermittent atrial undersensing noted on atrial high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.